Event description:
It was reported that it was not possible to extract the helix from the right atrium. After a lot of failed attempts, they removed the lead and visually checked the helix mechanism, which seemed to be blocked. The lead was replaced by a new one. This was reported during the implant procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.